Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked due to pre syncopal episodes the past few days. Interrogation of the device showed noise resulting in oversensing and pace inhibition and asystole for two seconds. The patient was pacemaker dependent. Additional information noted that the competitor lead showed out of range pace impedance measurements when programmed to bipolar configuration which triggered the lead safety switch back to unipolar. The values in unipolar were less than 2000 ohms when measured. It was noted that trending data showed a rise in impedance over the past twelve months, thus the device was then programmed back to bipolar configuration with the safety switch off and the sensitivity changes to a fixed sensitivity. Noise could not be reproduced with provocation maneuvers. It was noted since the initial implant and historically a perforation was seen with this competitor lead which was resolved on its own. At this time the system remains implanted. No adverse patient effects were reported. Technical services suspected possible lead calfication but this was not confirmed. Additional information noted no further action was carried out and the patient would be followed via the remote monitoring system.